Event description:
Patient was intubated in or 3. Staff smelled smoke and notified management. Patient was moved to or 4 as a precaution. Biomed was contacted and identified smell coming from neptune 3 rover. Multiple staff members inspected all equipment and vents and found no visible signs of smoke or fire. Procedure completed without harm to patient or staff. Bio med sequestered machine.